Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when it was found to have been caused by a plug unit failure. Additionally, the evaluation found the following non-reportable malfunction(s): no data on the exera ID verification; deep dents on distal end plastic cover; charged coupled device shrink tube had hole; bending section failed electrical continuity; dent on insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the bronchovideoscope was not displaying an image and would not perform white balance. The issue was found during preparation for use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to reporter information (e) and component code (h6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an abnormality occurred at the internal circuit board of the plug unit, which led to the event. The event can be detected by following the instructions for use: "operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.